Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that there was evidence of moisture behind the display screen and at the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: the pump was returned with visible evidence of moisture behind the display lens. Due to internal moisture damage, the pump was unresponsive with the returned battery cap and test battery cap. The pump had a blank display with no auditory or vibratory features. The leak test failed due to a display lens leak. The pump was opened and moisture was found inside the pump.